Event description:
Writing this on behalf of a recurrent issue that has been happening with the 5mm first-entry trocars. During our robotic case with dr. The 5mm laparoscope got very stuck in the 5mm first-entry trocar that was being used. Dr. Said this issue occurred a few times to her last week. She thought maybe it was the scope, so we switched the scope out for a new one. After the new scope also got stuck, we decided to try a new 5mm first-entry trocar. The scope had no problems and did not get stuck in the new trocar. Therefore, we determined it has likely been the trocars that have been causing the issue. The specific trocar that caused the issues as well as the packaging was brought to the emi [electromagnetic imaging] and management was also notified of the issue. Further investigation of this issue will continue to occur.